Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-05902. It was reported the trial patient experienced an epidural hematoma less than twelve hours post procedure. The patient had a decompression of the hematoma on (B)(6) 2018. No scans were performed. The patient will continue physical therapy due to the patient not being able to ambulate their legs.